Event description:
Surgeon implanted a 3-piece silicone lens and the haptic tore during implantation. The lens was implanted and removed without patient injury. The model and lot numbers of the cartridge and injector were not specified by the facility.